Manufacturer narrative:
The device lot number has been requested; however, the customer has indicated that the information cannot be provided. The product was not returned for analysis; therefore, our investigation was limited and the underlying root cause could not be determined. Per the procedure notes, the reported event appears to be procedure related and not device related. The solitaire device was reported to have performed as intended. It is not apparent which device may have caused or contributed to the event. Vasospasm and distal emboli are known inherent risks of mechanical thrombectomy procedure and are documented in the solitaire2 revascularization device instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information that during the mechanical thrombectomy procedure, a patient experienced distal emboli and vasospasms within the treating vessel. The patient was treated for a complete occlusion from an intracranial dissection at the left cervico-petrous ica junction with subocclusive thrombus of a dominant m2 branch with distal emboli. During the procedure, the patient received intra-arterial thrombolysis with rt-pa, a total of 2 mechanical clot retrievals of the left m2 thrombus, and heparinization for recurrent thrombosis. After the second pass of the mechanical clot retriever device, vasospasms were noted and it was treated with a total of 5 mg of intra-arterial nicardipine. Following intervention, the final arterial occlusive lesion (aol) score was 3 and thrombolysis in cerebral infarction (tici) score was 2c with several distal emboli in the perirolandic region. The patient was reported to have tolerated the procedure well.